Event description:
A malfunction on the pump was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Cts provided information to reset the pump and assisted the customer in successfully doing so, with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue recurred, and they acknowledged this advice.